Event description:
It was reported that post implant out of range rv lead impedance was observed. Upon revision, the lead was repositioned into header multiple times, lead impedance measurement remained high. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of high pacing lead impedance on the rv lead was confirmed in the laboratory. Bench testing and an x-ray inspection identified a deformed contact spring in the device header. The root cause of the impedance measurement anomaly was found to be an intermittent vring connection from the header to the lead.